Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician is not impressed with the ability of the visia af devices to discriminate frequent atrial ectopy from af (atrial fibrillation). No additional information was provided for devices status. No known patient complications have been reported.